Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 04-jan-2023. H6: investigation summary a device history review was conducted for lot number 2173243. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally three samples were obtained for evaluation and testing. Functional testing was performed on all three samples which successfully connected with the sarstedt adapter. Based on these results our engineers were not able to determine a root cause for this reported event. H3 other text : see h10

Event description:
It was reported that the bd venflon¿ pro safety peripheral safety IV catheter slips out of vps attachment. The following information was provided by the initial reporter, translated from german to english: luer adapter (sarstedt adapter and luer attachment of syringe) slips out of vps attachment.

Event description:
It was reported that the bd venflon¿ pro safety peripheral safety IV catheter slips out of vps attachment. The following information was provided by the initial reporter, translated from german to english: luer adapter (sarstedt adapter and luer attachment of syringe) slips out of vps attachment.

Manufacturer narrative:
Initial reporter phone #: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.